Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the incident, the technical support specialist (tss) advised the customer that pyxis was linked to active directory (ad) and to check with the it department regarding password expiry. The tss then confirmed that customer resolved the issue. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis login was integrated with active directory and observed a message indicating the password would expire in 8 days. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.